Manufacturer narrative:
A photo was returned showing the ch3955 with the distal chemoclave circled. There was no leakage observed. Received two new ch3955 chemoclave bag spikes with additive port for inspection. No defects or anomalies noted. Each ch3955 was leak tested per product specifications. There was no leakage. The reported complaint was unable to be replicated or confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed. The device history report (DHR) was reviewed and no relevant nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event occurred on an unspecified date(s) between late april through may and involved a chemoclave¿ bag spike with additive port, chemoclave¿ where the customer reported that there have been events of leaking. The customer stated that the leakage was noted at connection point of blue port and white body of chemoclave and that the unspecified chemotherapy administration was delayed. Although there was patient involvement, harm was not reported as a consequence or the event(s).